Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(4) 2009 population product advisory initially communicated on (B)(4) 2007, displayed a battery status of elective replacement indicator (ER) with a concern that the battery depleted earlier than expected. Subsequent information indicates that the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the device has not been returned for analysis. If additional information becomes available, this report will be updated.